Event description:
It was reported that during an unknown procedure, it was observed that the device could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 04/18/2025. D4: batch #885c08. Investigation summary: visual analysis of the returned sample revealed that the cecr45d reload was returned unfired with the sled partially out of position, and with 2 double drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end form left side. No functional test was performed due the condition of the reload. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instructs the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 885c08, and no non-conformances were identified. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon ¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.